Manufacturer narrative:
Per the clinic, the patient underwent silver nitrate cauterization (specific date not reported). This report is submitted on march 19, 2024.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with oral antibiotics (specific date and duration not reported). Subesequently, the patient experienced a loss of osseointegration (specific date not reported), resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on november 20, 2023.